Event description:
It was reported that inadequate apposition of a stent occurred, requiring additional intervention. The 70-80% stenosed target lesion was located in the moderately tortuous and calcified external iliac artery. A 7.0x20x135 cm express ld vascular stent was advanced for treatment. However, the stent was not fully dilated when deployed. A mustang balloon catheter was used for a full dilation of the stent and the procedure was completed. There were no patient complications reported and the patient was good.